Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received in its original packaging and original container jar, submerged in clear solution. All leaflets were in the closed position with a slight gap between l2 and l3 free margins. All leaflets were flexible and intact. All commissures were intact. A broken strut was observed on frame cell, consistent with the reported event information. Bends on frame cell were also observed, consistent with the reported information. Damage is indicative of frame misalignment during the loading process. Conclusion: the investigation is in progress. H6 - eval method code, eval results code and eval conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: e1. Facility phone number. E2. Removed "unk" from the initial reporter field. H6. Updated the eval code-result and eval code-conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process highly dependent on operator technique. In this case, the inspection process per the device instructions for use (IFU) was performed and properly identified the bent crowns on the valve prior to introduction to the patient. Per the medtronic best practices training, the temperature of the loading bath should be between 0-8 degrees celsius. Bath temperatures not sufficiently chilled can lead to excess loading forces. In addition, proper lighting should always be used to visually confirm the valve paddles are properly seated and all outflow portions of the crown frame are captured within the capsule. While nitinol is a material which features ¿shape memory¿ and ¿super-elastic¿ material properties, extreme levels of strain/deformation beyond the elastic properties of the materials result in permanent/plastic deformation which is not reversed by warming the material. This effect is amplified if the loading process/deformation is not performed while the material is at sufficiently low temperatures, i.e. Ice bath conditions. Permanent deformation of the valve nitinol frame can result from subjecting the device to extreme deformation conditions, such as those that occur during severe misloads of the valve into the compression loading system or the delivery catheter system. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated a.2 -patient age. Updated a.3 - patient gender. Updated a.4 - patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, an experienced loader took the valve out of the glass jar. No abnormalities were noted, however a special visual check was not performed. The valve paddles were in the attachment pockets and the capsule guide tube was pushed over the paddles and slid over the struts. No unusual resistance was felt. The capsule was advanced over the paddles but the valve was bent. The crimping process was stopped. The valve was put in a warm saline bath, which allowed full expansion of the frame. Visually, it was noted that the valve strut next to the paddle was broken. A new valve was used with the same delivery catheter system (dcs) and compression loading system (cls) and successfully implanted. No adverse patient effects were reported.